Event description:
Additional information received reported the patient was irritable, shaking and had increased pain. Other medications the patient was taking at the time of event included gabapentin and hydrocodone. The cause of the issue was unknown. The issue was resolved and the patient recovered without permanent impairment.

Event description:
The patient came into the office one day after a pump replacement procedure with withdrawal/underdose symptoms. The pump and catheter were visualized in the office using x-ray/fluoroscopy and no problem was identified. The patient was sent to the ER (emergency room) and given IV (intravenous) morphine. The event required hospitalization. The patient was doing fine the next day; ¿he was back to normal¿. There were no other procedures performed. The pump was not reprogrammed. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).